Event description:
It was reported, the pt had a cerebrospinal fluid (csf) leak after being implanted with her scs system. The pt stated, she had excruciating headache and was not able to move her neck. The physician performed a blood patch and the pt was able to move her neck and her headaches were resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.